Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced an adverse event. Patient's mother reported that patient experienced an episode of diabetic ketoacidosis. Patient's symptoms included nausea and grey pallor. Patient was taken to the emergency room (ER). Patient was treated and released on the same day. Patient's mother reported that the continuous glucose monitor (cgm) sensor had failed prior to the event. At time of contact, patient is stable. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.